Manufacturer narrative:
Other (stent placed at site of detached tip in the vessel). Eval results: (calcified vessel), (stretching and detachment apparent on returned device suggests excessive force was used to remove it from the pt). Conclusions: (calcified vessel).

Event description:
A sprinter mxii ptca balloon catheter, diameter 1.5 mm, length 6 mm was used to treat a lesion in a pt's native circumflex vessel. It is reported that the tip of the balloon detached in the pt during the procedure. Prior to use of the sprinter mxii, an other brand balloon of 1.5 mm diameter failed to advance to the lesion. It was removed and the sprinter was inserted. The sprinter had been prepped as normal with no abnormalities noted. Negative pressure was applied while the sprinter entered into pt and through the guide. The sprinter balloon was never inflated. The balloon passed distal to the site of the previous inflations then failed to advance any further. Blood was noted in the inflation device at this point. The physician attempted to remove the sprinter mx2 and encountered difficulties. Upon removal, it was noted that part of the balloon, from the proximal balloon to the distal tip, was missing. The radiopaque mid balloon marker was visualized in the mid part of the vessel. Attempts were made to snare the detached balloon tip, but these were unsuccessful. The physician went through a circumflex graft was able to balloon and stent the area where the balloon tip was. He established timi 3 flow. The physician commented that the device may have caught on calcium present in the vessel. The pt had no complications during or post procedure, and was discharged two days post procedure. No clinical sequelae have been reported. The device was received by medtronic for eval. Cd images or procedural notes were not available for eval. The device was returned with the procedural guide wire stuck in the inner lumen. Blood residue was present all over the device. The distal tip of the device had detached along with a section of the balloon material. The remaining section of the inner shaft was stretched and necked onto the guide wire. The balloon material was jagged and torn at the detachment site. The balloon did not appear to have been inflated. The proximal balloon bond was intact. There were a number of bends and kinks along the mx proximal shaft. The stretching of the inner shaft and the appearance of the detachment site strongly suggests that excessive force was used to remove the device.